Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra sales representative reported that the a3059 mayfield composite series skull clamp was used during a neurosurgery with a robotic stereotactic assistance (rosa) robot. However, the surgeon observed a slight bent or movement of the skull clamp and had to reposition during the case. The surgeon decided to use a metal skull clamp going forward. In addition, a fifteen minute delay in surgery was noted. There was no injury reported and no medical revision was conducted. Additional information has been requested.

Manufacturer narrative:
Additional information received from the sales representative on 09mar2018: the date of the incident and serial number of the device were unknown. There was no specific impact of the 15-minute delay in surgery beyond inconvenience. Investigation completed 21mar2018: it was reported that the device was not being returned by the customer for evaluation at this time. A device history record (DHR) review could not be performed due to no serial or lot number provided. The complaint could not be confirmed. Root cause is not determined at this time.